Manufacturer narrative:
Additional information: there was a reported delay to the procedure of between thirty to forty minutes due to this issue. It was reported that the site waited 27 minutes prior to shutting down the imaging system. Correction: initial reporter updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a software error from a missing file. The representative reloaded the software and the issue was resolved. Afterward the system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. The issue was a known anomaly and was added to tracking. Analysis found that the issue was related to the software.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the site took a hd 3d spin and when it was reconstructing the 3d volume to be transferred to the navigation system an error message popped up "application.exe has encountered a problem and needs to close. We are sorry for the inconvenience". The site attempted to do another hd 3d spin and the issue persisted. There was no reported impact on patient outcome.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to image transferring issue. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The system detected a hardware issue and halted the acquisition to mitigate potential harm associated with further exposing the patient when the end result may lead to an unusable image. This issue is not a systemic issue as it was resolved by re-installing the software. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.